Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with post operative deep vein thrombosis had an inferior vena cava (ivc) filter deployed below the renal vein level and above the iliac vein confluence in the ivc. Approximately one years two months post filter deployment, during scheduled retrieval, multiple attempts were made with multiple devices in an attempt to retrieve the filter; however, the filter was unable to be retrieved. Contrast injection demonstrated the filter tilted to the right lateral wall of the ivc. The decision was made to leave the filter in place. The patient was hemodynamically stable at the conclusion of the procedure. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter, and retrieval difficulties. Per the provided medical records, the filter was tilted. A tilted filter could lead to retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted an embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months later post filter deployment, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. Multiple attempts at snaring the at the superior aspect of the filter were unsuccessful as the upper aspect of the filter was tilted to the right lateral wall of the inferior vena cava. Subsequently contrast injection was performed and was evident that the filter was along the wall and likely within the inferior vena cava wall. 5 french omni flush catheter was utilized to engage the struts of the filter. Next a snare was utilized to snare the end of the vital glide wire, and it was attempted to pull the form the right lateral wall of the inferior vena cava. This was also unsuccessful even of the filter was snared in several different locations. The filter was left in place. On single digital run it does appear that several struts of the filter extending to the upper left common iliac which was occluded. After three years and four months, the patient again scheduled for the filter retrieval. Successful complex retrieval of the filter which required manipulation with bronchoscopy forceps in order to free the head from the wall of the cava. On the previous computed tomography (CT) scan one of the legs of the filter was noted to be bent upward and extended into the left renal vein. This leg broke free during the retrieval and embolized to the right pulmonary artery. Attempts at retrieval of the embolized leg were unsuccessful. A computed tomography (CT) chest without contrast was performed and it revealed embolized leg from the filter was within the right main pulmonary artery. On the next day, successful removal of filter struts from the right pulmonary artery. Therefore, the investigation is confirmed for the alleged filter tilt, material deformation, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d10, g3, h6(device). H11: g1, h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.